Event description:
Pt alleges suffering from a type I latex related illness and injury and as a direct and proximate result has suffered and will continue to suffer considerable mental and emotional anguish, limitation and restriction of her usual activities, pursuits and pleasures and will continue to suffer substantial loss of earnings and earning capacity. Pt's husband alleges the loss of consortium with wife.